Manufacturer narrative:
Of the 10 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a failed display flex cable. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 10 malfunction events. A review of the events indicated that the one touch ping model pump experienced a segments missing issue. These reports were received from various sources. The patients associated with this allegation ranged from 135-198 pounds and between 4 and 72 years of age. Of the reported patients, 6 were male and 4 were female.